Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.